Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly (3x) by phone to obtain relevant information, which has not been fully provided. An examination of the subject device by a lumenis technical expert concluded by stating: "unable to duplicate reported error conditions at time of service. Started and fired system multiple times without issue. As noted on previous preventative maintenance work order, replacement of pitted galvanometer mirrors is required to resolve activefx issue. Fired deepfx scanner without issue. Verified output powers meet specification. Maintenance complete pending customer decision on replacement of galvanometer assembly." A review of the previous customer preventative maintenance work order stated: "noted aiming beam is week using activefx. Troubleshooting reveals pitted galvanometer mirrors. Cleaned mirrors to improve beam but intensity and clarity are still not correct. Replacement of galvanometer assembly required to fully resolve issue." The galvanometer assembly is a consumable part by the user facility. Lumenis is continuing its investigation of the reported event, and will file a follow-up MDR when additional information becomes available.

Event description:
A user facility reported that following a procedure with a lumenis ultrapulse total fx laser, active fx handpiece, one patient sustained more prominent redness to the left side of the chest. It was further reported that the user facility is claiming the subject device malfunctioned following the first use of the system after a preventative maintenance service call was completed by a lumenis technical expert. Additionally, during a phone conversation with the user facility physician, it was stated that the patient had healed in a couple of days with no permanent impairment.